Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a moderately calcified lesion (70% stenosis degree) in a mildly tortuous part of the distal sfa. The balloon was delivered to the lesion but could not be inflated. After withdrawal, a balloon leakage was detected.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed one tear in the balloon surface, located directly on top of the distal x-ray marker. Scratches were observed in close vicinity of the tear which have likely been caused by a hard, sharp-edged object. The balloon has been partially inflated and was returned in a partially deflated state. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a moderately calcified lesion (70% stenosis degree) in a mildly tortuous part of the distal sfa. The balloon was delivered to the lesion but could not be inflated. After withdrawal, a balloon leakage was detected.